Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer contacted the isi technical support engineer (tse) and reported that they had a c-34 erbe generator fault. Prior to calling, the customer rebooted the generator and replaced the instrument cable and instrument, but the fault returned. The isi tse informed the customer about the opportunity to use a 3rd party force triad generator to be able to finish the procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The erbe integrated electro surgical unit (iesu) was replaced due to error c-54 and c-34. The system was tested and verified as ready for use. Isi has received the iesu; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation and if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed, and errors c-54 was confirmed and reproduced. The iesu was placed on an in-house system and was run in normal mode. On startup, the iesu displayed error c-54. The iesu also had a c-34 error reported that was not reproduced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The OEM technician received the iesu, and the reported c-54 error was confirmed. The investigation found a malfunctioning power supply printed circuit board (pcb) to be the cause. It was replaced and the error ceased. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h10/h11 for follow-up information.